Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system was not working. The service quote provided by philips was not accepted by the customer. Hence, no service has been provided from the philips. The case was closed, and no further action was performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.